Manufacturer narrative:
Customer has not yet returned the device to the MFR for product eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the eval results.

Event description:
A report was received that stated that a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.